Event description:
It has been reported to us that on (B)(6) 2013 a 7-french amplatz left .075 guide catheter dislodged at the level of the external iliac after the guide was kinked, it was over torqued. They still think the product should not have separated. The dislodged catheter was successfully retrieved with the use of a amplatz snare. The catheter was disposed of by the account. There were no patient complications.

Manufacturer narrative:
(B)(4). The actual complaint sample was not returned for evaluation. No films of the case were provided. Therefore, an engineering analysis of the subject device can not be performed. A review of the manufacturing device history record detects no issues related to or that would result in the reported event. There are no prior complaints of any type for this lot. If in the future any additional information or the actual complaint sample is returned a follow-up med watch will be submitted. Root cause of this event is not confirmed due to no product returned. The analysis is complete as of today (B)(4) 2013.